Event description:
The customer reported that there were dark gray spots that would come and go on the lcd screen of the insulin pump. The customer's blood glucose was 139 mg/dl. He stated he kept the insulin pump in a plastic bag that he would tuck into his shirt. The customer stated he received the insulin pump in this condition. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).